Manufacturer narrative:
Approximate age of device - 8 months. The pump was not returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported intracranial hemorrhage could not be determined through this evaluation as the pump was not returned for evaluation; however, the heartmate ii lvas instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2014, and the cause of expiration was due to an intracranial hemorrhage. No additional information was provided.